Event description:
The customer reported that a pump infusing levophed turned off spontaneously and the patient became hypotensive momentarily until the pressor medication was restarted; no other interventions were required. The customer attributed this event to a channel disconnect related to iui contamination and/or damage. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.